Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22389, related manufacturer reference number: 1627487-2020-22390. It was reported that during a lead revision procedure for right l5 lead (manufacturer's reference number: 1627487-2020-21975 and 1627487-2020-21976) the lead could not be extracted from the ipg header. Troubleshooting was unable to resolve the issue. Considerable force has had to be used to pull out the electrode. As a result, a piece broke off from the electrode and remained in the header. Additionally, the scar tissue connecting the crossing point of left- and right-sided leads prevented the removal of the right lead. As such, both the leads and ipg were explanted to address the issue. Patient received a new scs system.

Manufacturer narrative:
The reported high impedance was not confirmed. The ipg was returned with a broken lead segment stuck inside port 1. This anomaly is consistent with the reported event regarding one of the leads could not be extracted from the ipg header. Although, it was reported the set screw was loosened, this anomaly is consistent with the lead being pulled from the ipg with the set screw still engaged. As received, the ipg was responsive without any visible anomalies that would contribute to the issue. The uep inductive tool showed the device was running the therapy application and functional. A loaded, non-loaded and system programmed impedance test were performed and all measurements of channels 5-16 were in the expected range. Channels 1-4 could not be functionally tested due to the broken lead segment inside port 1. It was reported, after checking the battery status in the operating room (3.00v) the plan was to keep the old battery. However, due to the broken lead segment in the header, the ipg was replaced. As the ipg could not be fully tested, it could not be determined if it contributed to the high impedance observed in the field.